Event description:
Exchange of an overused t-bushing during revision surgery. Info from the surgeon: the pt received 2004 the first implant because of a proximal tibial tumour - it was made a proximal tibial resection with an endomodel modular system implant with a short stem in the femoral part and a long cementless stem on massive bone allograph in the tibial component. In 2009 joint instability caused probably by over usage and over work of the t-bushing. This could happen sometimes because during oncology resection, part of the tissue and ligaments, muscle capsule is removed. Result: the complaint referred to a normally wear symptom.

Manufacturer narrative:
Based on the surgeons statement was the reason for the revision surgery of the t-bushing a normal wear symptom. Wear might have several reasons or a combination of them e.g.: potential implant overloading (activity level of pt), insufficient musculature, lacking or not assured compliance, obesity. These contraindications refer to standard cases. The ultimate decision on whether or not an implant is suitable for a pt must be made by the surgeon based on his/her individual analysis an experience. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the biolox forte ceramic head also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr part 803.